Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During a clinical procedure, no table movements were possible. The user used a mobile c-arm to complete the procedure. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation results show that the system works as specified. According to the service engineer, the operator unintentionally pushed the emergency stop button and did not notice the corresponding message at the system. The service engineer unlocked the emergency stop switch and the system returned to normal operation. No technical error was identified. The operator manual clearly describes the functionality of the emergency stop and the customer is aware of this function. The manufacturer is not considering further actions at this time.